Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. Upon evaluation, it was discovered that one end of the unipolar bovie cord as well as the internal wiring was black and appeared to be burned. The root cause of the reported event can be attributed to significant wear to the cord from usage over time resulting in damage to the internal wiring of the cord and an electrical arc. Contrary to the reported event, there was no flame. The device subject of the reported event was manufactured in 2016 and was more than 8 years old at the time of the event. The bovie cord instructions for use (IFU) states, "inspect every device before each use. Damaged electrosurgical devices may cause electrical burns to the patient or physician." The IFU further states, "each reusable device is designed to withstand a minimum of 20 sterilization cycles when properly cared for and sterilized according to the instructions below." In-service training was offered on properly inspecting the device prior to each use to confirm the device is not worn or damaged; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that the foot pedal of their unipolar bovie cord emitted a small flame. The damage was contained to a small area. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. The investigation is currently in process. A follow-up report will be submitted once additional information becomes available.